Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the cup pickup errors. The fse found that the pickup assembly claws were bent out of the claw guards. Fse used the supplied service cd to install a new cup pickup. After running 20 std cups through the incubator with no more error codes, the fse determines the issue had cleared. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-600ii analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was a broken pickup assembly.

Event description:
On (B)(6) 2015, a customer reported test cup pickup failure with their aia-600ii analyzer. The customer is unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.